Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was admitted on (B)(6) 2019 due to worsening driveline exit site infection and adhf. The patient was started on lasix gtt, vancomycin, levofloxacin, meropenem for sepsis. On (B)(6) 2019, the patient developed atrial fibrillation with rvr. The patient was moved to the intensive care unit (ICU). The patient was started on amiodarone drip. While in ICU, the patient developed intermittent runs of ventricular tachycardia and placed on lidocaine drip. On (B)(6) 2019, patient was cardioverted for atrial fibrillation but developed vt/vf which became pea. No further information was reported.

Manufacturer narrative:
Section b3: corrected information. Section d4, g1, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2018 due to a worsening driveline exit site infection and acute decompensated heart failure (adhf). The patient was started on a lasix gtt as well as vancomycin, levofloxacin, and meropenem for sepsis. On (B)(6) 2018, the patient developed atrial fibrillation with rapid ventricular rate (rvr). He was transferred to the ICU and was started on an amiodarone gtt. The patient subsequently developed intermittent runs of ventricular tachycardia (vt) and was placed on a lidocaine gtt. Information provided indicated that the patient was to be cardioverted for atrial fibrillation, but the morning of (B)(6) 2018 he developed ventricular tachycardia/ventricular fibrillation (vt/vf), which became pulseless electrical activity (pea). Following this event, the patient remained ongoing on (B)(6) until he ultimately expired on (B)(6) 2018. The account reported that the device would not be returned for evaluation. The heartmate ii lvas IFU lists infection, sepsis, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.